Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2019, product type: screening. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urge incontinence. It was reported that the trial patient tried to increase the stimulation but got a ¿maximum setting¿ message. Troubleshooting was unable to resolve this issue as a ¿connection error¿ message was then seen. Further troubleshooting did not resolve the issues. Follow up information received from the trial patient on (B)(6) 2019 reported that their device was still not working and was turned off. The patient contacted their clinician and they were not available until monday. Follow up information received from the manufacturer¿s representative on (B)(6) 2019 reported that the cause of the maximum settings/connection error was that the wires had pulled out from their initial placement. As a action taken, the hcp staff were completely removed. The issue was reported as resolved. There were no further complications reported or anticipated.